Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) and patient programmer (pp) weren¿t working and she saw the charge your implantable neurostimulator (ins) battery screen on the pp. It was noted this screen indicated that the pp was working as expected and was telling the patient she needed to charge her ins battery because it was empty. It was reviewed how to place the insr antenna over the ins and press the start charge button. The patient reported seeing the insr charging screen with between four to six coupling bars and the ins battery was empty which was expected as the pp also showed the ins battery was empty. It was reviewed the insr was working as expected since the patient was seeing the normal charging screen. It was reviewed that the patient would not be able to turn stimulation on until she charged up the ins which would likely take several hours. It was recommended to charge the ins and that coupling bars could fluctuate while charging, and to try and keep still. It was noted the patient didn¿t use the belt because she didn¿t like it, and held the insr antenna in place by sitting against it in her chair. The patient called back and reported she was having the same issues with the charger and programmer. She stated she knew how to charge, but wasn¿t getting good coupling with the system. Basic functionality of charging was reviewed with the patient including: using the antenna locate feature, repositioning the antenna, and not to recharge over bulky clothing or bandages. She had been trying to charge and couldn¿t get it to do anything. She used the pp and held it over the ins and was ¿trying to get it to charge¿ because she wanted to turn it down or off because it helped to charge faster, but couldn¿t seem to get it to charge. She kept the charger on all night and it didn¿t do anything and it was taking forever. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.